Manufacturer narrative:
This report is being supplemented to provide a correction to the previously submitted h9 - corrective action number. H9 was inadvertently marked as fy25-087-a instead of being left blank.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign material on the cover, lens and in the forceps passage, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the uretero-reno fiberscope had white residue on the plastic distal end cover and objective lens. Additionally, there was a foreign object in the forceps passage. There was no patient involvement.